Event description:
In 2007, abbott point of care was contacted by a customer who reported a correlation study, the I-stat celite act results exceed the reference range published in the celtic act cartridge and test info sheet.